Manufacturer narrative:
The device was evaluated by ventec where the reported issue of low exhaled tidal volume (vte) levels was confirmed. Ventec found a large tear on the external flow module (efm) downstream tube. Ventec replaced the efm tube to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm tube.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the ventilator exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for initial medwatch report: section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: vocsn, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).